Event description:
It was reported that the device tripped elective replacement indicator (eri) suddenly. The device was checked two weeks before the eri and the battery measured 2.95 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.